Event description:
The customer reported an elevated potassium (k) result generated on the alinity c processing module for a 77-year-old male patient. The following data was provided (reference range: 3.5-5.1 mmol/l): on (B)(6) 2026, sid (B)(6): initial k result = 7.5 mmol/l, repeat k result on another analyzer = 2.8 mmol/l. The customer reported that the second sample collected generated a potassium result of 4.8 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer reported observing a falsely elevated potassium (k) result generated for a patient sample while using the alinity c ict sample diluent, list number 07p53-20, lot number 06380un25 generated on the alinity c processing module, serial number (B)(6). The initial patient sample showed signs of hemolysis with low volume. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. Additionally, no trends were identified for lot number 06380un25. Device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c ict sample diluent, lot 06380un25 or the alinity c processing module were identified.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). E1 phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an elevated potassium (k) result generated on the alinity c processing module for a 77-year-old male patient. The following data was provided (reference range: 3.5-5.1 mmol/l): on (B)(6) 2026, sid: (B)(6): initial k result = 7.5 mmol/l. Repeat k result on another analyzer = 2.8 mmol/l. The customer reported that the second sample collected generated a potassium result of 4.8 mmol/l. There was no impact to patient management reported.